Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was some ventricular undersensing noted on stored episodes. Reprogramming was performed and the sensitivity was increased. The rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.